Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device would not fire and the cartridge fell out of the device while in the patient. The cartridge was retrieved. It was unknown the cartridge color or which firing this occurred on. There was no patient consequence.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ple60a device was returned in good visual condition and with an ecr60b cartridge loaded on the device. The cartridge was received unfired. Upon further evaluation the returned cartridge reload was noted to be damaged on left proximal side. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The test cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.